Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was kinked on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by multiple daily injections (mdi). The site of insertion was at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated as a severity 5 case. The lot 5408367 in question was produced at (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of ref. Samples buid-umd version 11 for the code "soft cannula found kinked upon removal from infusion site." The following test was performed: 1 used set was provided and there is a visible defect on the received sample, 1 cannula is found with kinked cannula at tip and at middle. Visual test according to with version 43, 1 returned set does not test passed functional test (flow).- according to with version 9, 1 returned set passed the test. A batch record review was conducted resulting in the following: the 5408367 was manufactured according to the document version 14 on the packing process in the line (B)(4) on 02-mar-2023 with (B)(4) pieces review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. "Soft cannula found kinked upon removal from infusion site" and lot 5408367 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: on the investigation on returned sample, one soft cannula is found with kinked at tip and at middle, failure found is not related to manufacturing process, this occurred during use, no reported harm, no nc raised during production related to this failure. No further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (mqr) procedure

Event description:
To date no additional patient or event details have been received.